Event description:
Reporter indicated that generator was explanted due to end of service. The near end of service indicator was 'yes'. The generator was implanted for 5.9 years. A battery life calculation using sufficient programming history estimated 0.47 years remaining until eri - yes, which is 7% of total projected battery life. This calculation does not take any magnet swipes or programming sessions into account. The generator was returned to the manufacturer and product analysis was completed. A capacitor was detected in which the current drain was above specification. Although the current drain was minimal, its adverse impact potentially could be a contributing factor to the confirmed end-of-service condition of the battery.